Event description:
Customer reports lancet sticks out while using the softclix plus lancet device. Customer could not recall if lancet protruded before or after being fired. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.